Event description:
Pacemaker under [date redacted] boston scientific advisory for high battery impedance may initiate safety mode. Recommendation for patients dependent on pacemaker and/or 4 years of less remaining battery longevity to have prompt generator replacement. Patient is dependent on pacemaker and had ~3.5 years remaining battery longevity. Patient wanted to wait and watch battery. Patient seen in office [date redacted] and requested generator replacement. Pacemaker generator replaced [date redacted].